Event description:
Pt had silicone breast implants in 1973. Reports following sxs: high blood pressure, peripheral neuropathy, brain lesions, depression, organizational difficulty, lack of concentration, short-term memory loss, mood swings, procrastination, confusion, balance disturbances/vertigo/dizziness, organic brain syndrome, reduced blood flow to brain, odor sensitivity, chem sensitivity, burning sensation, dry eyes, thyroid problems, chronic discoloration, heat or cold sensitivity, raynaud's disease, gastrointestinal problems, hair loss, frequent migraines and severe headaches, hypersensitivity to chemicals, connective tissue disease, sjogren's syndrome, inflammation, swelling, pain/arthralgia, rheumatoid arthritis, muscle spasms, muscle pain and buring, muscle atrophy, fibromyalgia, rashes, itching, dermatomyositis, insomnia, vasculitis, chronic fatigue syndrome, and clumsiness. Pt has had a hysterectomy and also a severe head injury which was due to dizziness. Confirmed silicone in the brain.